Manufacturer narrative:
The exposed portion of soft cannula was found to be bent. After clearing the blockage inside the formed needle, fluid could pass through the complete fluid path even though the soft cannula was bent. It could not be determined when this damage to soft cannula occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the arm. For treatment, the patient changed out the pod for a new pod.